Event description:
A report was received that the patients ipg migrated and it causing pain at the pocket site. It was also noted that the patient had difficulty charging the ipg. The patient underwent an ipg revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.